Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in which the patient experienced syncope. The patient was then referred to the emergency department. This lead remains in service. No additional adverse patient effects were reported.